Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: involving a (B)(6) female patient. She was treated for an appendectomy via laparoscopic. At the end of the surgery, when removing the extraction bag, the bag tore. Clinical consequences: a plastic particle remained inside the patient. No consequence was observed because the surgeon noticed the presence of this plastic particle from the bag before the removal of the trocars and removed it.